Event description:
It was reported that the customer experienced a frozen display on the insulin pump and that none of the buttons on the insulin pump were functioning. The customer's blood glucose was unknown. The customer stated that she attempted to solve the issue by changing the battery to an energizer battery. However, the frozen display issue persisted, and the customer was unable to enter the menu on the insulin pump. The customer confirmed that the keypad was locked as well. Advised customer to revert to a back-up plan until the replacement insulin pump arrived. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.